Manufacturer narrative:
As reported, the patient has had palliation for tetralogy of fallot. Previously in (B)(6), the patient had a documented nickel allergy and had even required cardiac surgery to explants nitinol containing stents in (B)(6). The patient presented with right pulmonary artery stenosis. The right pulmonary stenosis was treated with a palmaz xl thirty (30) mm. P3110 unmounted stent. The patient has been experiencing chest pain since the procedure. The usual etiology for the chest pain has been excluded by his primary cardiologist. The patient has been re-hospitalized after worsening chest pain and is currently being treated with the presumption this event is an allergic reaction to nickel. No additional information is available. The product was not returned for analysis. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. In regards to the reported event of allergic reactions, nickel sensitivity, or hypersensitivity issues involving implanted stents, these reactions are mainly associated with the nickel content of the stent and the patient¿s susceptibility to such. The palmaz genesis xl stent is made up of 316l stainless steel (per astm f138 standards specification for wrough 18 chromium ¿ 14 nickel ¿ 2.5 molybdenum stainless steel bar and wire for surgical implants). Within the instructions for use of these products, the following sentence is included in the warning section to address the potential risk for allergic responses based on the constituents of 316l stainless steel which potentially may induce hypersensitivity responses, i.e. Nickel, chromium. ¿persons with allergic reactions to stainless steel may suffer an allergic response to this implant.¿ patient factors-known nickel allergy may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
The report received from the field indicated that the patient has had palliation for tetralogy of fallot. Previously in the (B)(6), the patient had a documented nickel allergy and had even required cardiac surgery to explants nitinol containing stents in the (B)(6). The patient presented with right pulmonary artery stenosis. The right pulmonary stenosis was treated with a palmaz xl thirty (30) mm. P3110 unmounted stent. The patient has been experiencing chest pain since the procedure. The usual etiology for the chest pain has been excluded by his primary cardiologist. The patient has been re-hospitalized after worsening chest pain and is currently being treated with the presumption this event is an allergic reaction to nickel. No additional information is available.

Manufacturer narrative:
Please note that the event date used is the alert date as no event date was provided. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.